Event description:
It was alleged that the infusion device was delivering an inaccurate amount of insulin, resulting in hyperglycemia. On the day of the event the customer received a blood glucose result of 500 mg/dl and went to the hospital. The blood glucose result obtained at the hospital was not provided. At the hospital, the customer was removed from his infusion device and was treated with an insulin pen until blood glucose was under control. The hospital tried to reinstall the infusion device before discharging the customer and he once again experienced elevated blood glucose levels and needed to continue with insulin pen therapy. It was discovered that the customer was using an expired insulin cartridge in the infusion device. The customer was discharged from the hospital on (B)(6) 2023.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.